Event description:
It was reported that during use a 980 ventilator graphic user interface (gui) display became erratic. Although requested, information pertaining patient outcome (if applicable) has not been provided. Reportedly, the ventilator continue to ventilate and the screen returned to its original state.

Event description:
It was reported that the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and line interference. The se performed extended self-testing on the device.